Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced dizziness and a lack of auditory benefit with stimulation, and the issue could not be resolved. A CT scan (date not reported) indicated extracochlear electrode array placement. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.